Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: black dots in macro line 5 near manifold no patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One sample was provided for evaluation. Upon visual inspection of the returned sample, no foreign matter is located on line 5. The reported defect was not confirmed. All available information was forwarded to the supplier for further evaluation. A possible root cause could not be determined. Based on the results of the sample evaluation, the product met internal specifications. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted